Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture confirmed during surgery. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: "visual analysis of the returned device identified: opening, crease flat and weight to the spec. A microscopic analysis was performed which identified an opening striated in the radius side. Based on the device analysis the final assessment is a striated opening in the radius side assessed as surgical damage." Additional, changed, and/or corrected data: d.4, d.9, e.1, h.3, h.6.

Event description:
Healthcare professional reported rupture confirmed during surgery. The device has been explanted. This record relates to the left side.